Event description:
It was reported that during an unknown procedure the hub of a flexor ansel guiding sheath separated from the sheath as the user was pulling the ¿sheath back¿ while repositioning the device. Reportedly, the user was, ¿pulling back on sheath normally, partly holding the hub with two fingers and partly holding the sheath¿ to pull the sheath back while repositioning. Another unspecified sheath was used to finish the procedure. The access site was the right femoral artery with noted scar tissue. A contralateral approach was used. The patient¿s vessel was stenosed. The bifurcation was ¿normal¿ and ¿not too steep¿. Another manufacturer¿s wire guide was used through the sheath during the procedure. Resistance was met when the user was pulling the sheath back to the proximal section of the lesion. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. A section of the device did not remain inside the patient¿s body.

Manufacturer narrative:
E1: title: interventional radiology technologist.h3: device evaluation anticipated but not yet begun.this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.